Manufacturer narrative:
The subject device was returned to the olympus repair center. The evaluation confirmed the customer¿s reported problem; the touch panel display is blacked out which was isolated to a defective (cp) circuit board. The device is showing color bars instead of an endoscopic image also due to a defective cp board. Additionally, a crack was found on the power switch. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
The olympus (omsi) field service engineer became aware that the customer visera elite ii video system processor¿s front touch panel is blacked out after switching on the processor. The reported problem was found during a routine inspection. No patient or procedure was involved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the color bar was displayed instead of an endoscope image and the touch panel was displayed in black due to faulty cp board. However, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.